Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31211519l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with an octaray mapping catheter and during the mapping phase, the patient experienced cardiac tamponade that required pericardiocentesis. A cardiac tamponade occurred. Additional information was received on 08-apr-2024. Post mapping after cryo ablation, blood pressure dropped to the 60s. Pericardial effusion was found by echocardiography, and drainage was performed. About 2000 ml of venous blood was aspirated pulsatively. Cardiovascular surgery consultant. Patient was followed up and discharged to intensive care unit (ICU). The progress was that the patient stepped down from ICU on 08-apr-2024. The physician's opinion on the relationship between the event and the product was when the octaray mapping catheter was inserted for post mapping, the catheter was difficult to move and felt somewhat uncomfortable. Sheath was reinstalled and reinserted, but the sheath may have gone to the epi side at that time. No abnormalities were observed prior to use of the product. Additional information was received on 12-apr-2024. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The sheath might have accidentally inserted to the epi side during post mapping. Patient improved. The patient moved to the ward on 08-apr-2024. The patient required extended hospitalization for observation at ICU. Transseptal puncture was performed with japan lifeline beat. This was a cryo case. No radio frequency (rf) ablation was performed. No error messages observed on biosense webster equipment during the procedure. Additional information received on 25-apr-2024 that the vizigo sheath was not used. Additional information received on 30-apr-2024 that the preface sheath was not used.